Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that one day post implant the left ventricular (lv) lead exhibited high thresholds, no capture and a polarity switch. During the repositioning procedure the physician noticed the lead was not secured into the can of the device. The lead was secured and repositioned and remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pacing lead exhibited high impedance and a polarity switch. It was noted the patient experienced occlusion in the left subclavian. It was noted that the device header was hazy on the xray and were unsure if set screw was loose or if the lead had migrated through the septum. The pacing lead and ipg remain in use. No further patient complications have been reported as a result of this event.